Manufacturer narrative:
Upon retrospective review, the issue was determined to be reportable as an MDR.

Event description:
Customers have found some instances of samples from different patients having the same container number or ID. When the sample is brought up in the order entry system by container ID, the system displays two patients. When the instrument returns the result to merge lis, lis will use the container ID to find the associated patient record. Lis then assigns the result to the "first patient record that the system finds" that matches to the container ID. Lis is not expecting duplicate container ids. The results for the other patient would not be matched to the correct patient.